Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine failed the independent conductivity test during power up. The bmt replaced the swapped the sensor board, actuator-test board, conductivity cell, function board and eeprom but the issue persisted. The bmt swapped in a new functional board eeprom and the functional board eeprom and functional board immediately burned and melted on power-up. The bmt stated that both the functional board and eeprom appeared melted and burned and had an electrical smell, and confirmed there were no sparks, smoke or flames noted as a result of the reported issue. The burned board was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine remains out of service pending receipt and replacement of the functional board eeprom and functional board. The bmt stated the faulty parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine failed the independent conductivity test during power up. The bmt replaced the swapped the sensor board, actuator-test board, conductivity cell, function board and eeprom but the issue persisted. The bmt swapped in a new functional board eeprom and the functional board eeprom and functional board immediately burned and melted on power-up. The bmt stated that both the functional board and eeprom appeared melted and burned and had an electrical smell, and confirmed there were no sparks, smoke or flames noted as a result of the reported issue. The burned board was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The machine remains out of service pending receipt and replacement of the functional board eeprom and functional board. The bmt stated the faulty parts are available to be returned to the manufacturer for physical evaluation.